Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03736.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: mn10450-90a, drg lead, therapy date: unknown. The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-03736. It was reported the patient's leads became fractured as a result of the patient engaging in tackle football. In turn, the patient began to experience ineffective therapy. The patient's leads were explanted and replaced, which resolved their issue,